Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb cable was losing charge. Reportedly, the usb cable takes longer to charge the pump. Customer used an alternate usb cable and the pump charged successfully. There was no adverse impact to customer¿s blood glucose.